Event description:
It was reported there was a suspected infection and the incision was open. Additional information revealed since the pocket was open it was considered an infection and at the incision site there were two small areas where the superior and inferior parts were not touching. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.